Event description:
This device was implanted and then explanted a few minutes later because "soon after the doctor inserted/screwed in the leads into the pacemaker the patient went asystole. The nurse turned on the patient's temporary pacemaker. Lead check was programmed off at the time. Lead and device testing was done multiple times and came out normal. After 15-20 minutes of monitoring the patient, the physician closed the pocket and ended the case. The rv output was programmed to 5.0v @ 0.4ms. The patient shifted to move from the procedure table to the hospital bed and asystole occurred again. While the patient seized, chest compressions were given. The temporary pacemaker was turned on again for the patient. Once the patient was stable again, the temporary pacemaker rate was turned down to see if this pacemaker was working and it did pace at 60bpm." The physician decided to explant this pacemaker and rv lead and implanted a competitors system. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the conductor coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the surgery. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, cuttings in the insulation and deformations of the outer coil were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.